Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged stimulator, patient undergoing an MRI procedure, implanting the stimulator after the expiration date, using incorrect tools, multiple tunneling attempts, not prescribing antibiotics pre-operatively and the patient not attending the post-op visit have been ruled out as potential causes. However, the devices eroded as the patient was bending. The patient has a unique body shape and the entry point needed to be sutured to close the incision. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to incorrect surgical technique as the entry point needed to be sutured to close the incision (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion 10 days post-op as the stimulators came out of skin at the entry point upon bending. Although infection was not present, antibiotics were prescribed. An explant procedure was performed on (B)(6) 2023, the wound has healed and the patient is awaiting new implants.